Event description:
A tips (viatorr) extended with a 10x60mm zilver stent had a complication. Apparently, the central 1.5cm length of the zilver stent which was not overlapping with the viatorr fractured and migrated into the hepatic vein confluence. Information received indicated intervention/additional procedures were performed. Although requested additional details relating to the outcome of the patient have not been received. To date, no additional adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. (B)(4). The zilver device (ziv6-35-80-10-60 of lot c940929) involved in this complaint was not available for evaluation. With the information provided a document based investigation was carried out. From the complaint information provided, it is known that the zilver vascular stent involved in this complaint has been used for a tips (transjugular intrahepatic portosystemic shunt) procedure, as an extension fo the viatorr device (biliary stent graft). It can be noted that as per the instructions for use for this device, the section 'indication for use' states the following: "the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries..." Based on the above it can be stated that the zilver device involved in this complaint had been used off label. Deploying the stent in the area outside the intended use, could have caused or contributed to the stent fracture. However, as the conditions of use cannot be replicated in the laboratory settings a definitive root cause of stent fracture cannot be determined. The complaint is confirmed based on the customer testimony. It is not known if the user experienced any deployment difficulty or if there were any difficulties encountered during device removal. Additional information has been requested; however, no other information has been provided to date. Due to limited information and lack of procedural images, no other comments can be made. According to instruction for use, stent fracture is noted as potential adverse event associated with placement of this device. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to available information, the fractured portion of the stent migrated into the hepatic vein. Interventions / additional procedures were performed; however, no specific information was provided. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.